Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient¿s blood glucose (bg) reached around 350 mg/dl while wearing the pod between 24 and 36 hours on the abdomen. After realizing elevated bg levels, patient found the pink slide did not move forward as intended; this indicates a needle mechanism failure occurred. As treatment, a manual injection was delivered and pod was still being worn at the time of reporting.